Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va0g3jg, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-feb-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the healthcare provider went in to replace the ins today. However, because the patient mentioned that they had a fall ¿years ago,¿ and the therapy was not working ¿a well¿ after the fall, the healthcare provider decided to replace the lead as well. No further patient complications are anticipated or expected as a result of this event. On 2019-mar-19 (rep): additional information was received from a manufacturer representative. It was reported that effect of the fall on the lead, and the cause of the therapy not working well after the fall were unknown. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis identified that the conductors were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.